Manufacturer narrative:
Initial reporter facility name: (B)(6) memorial hospital. Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with the sixth and seventh distal stent strut rows damaged, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 38x3mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified diagonal branch of the left anterior descending artery. The lesion contained a bend between 45 and 90 degrees. A 3.00x38mm synergy ii drug-eluting stent was advanced but encountered resistance. The device was removed and it was noticed that the distal part of the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 38x3mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified diagonal branch of the left anterior descending artery. The lesion contained a bend between 45 and 90 degrees. A 3.00x38mm synergy ii drug-eluting stent was advanced but encountered resistance. The device was removed and it was noticed that the distal part of the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient was stable.